Event description:
Boston scientific received information that this patient passed out. Boston scientific technical services (ts) discussed that the remote monitoring service is not meant for emergency use; instead the patient should seek medical attention. The patient was referred to the clinic. Additional information was received indicating that the patient was seen following the event wherein the device was checked and the patient was placed on a holter monitor and scheduled for routine follow-up. The device was reprogrammed based on threshold. The device remains in service. No additional adverse patient effects were report.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.